Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital has not accepted the quote for service from the distributor.

Event description:
The hospital reported the unit shut down. There was no report of patient involvement.